Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom of false air in line alarms, which were not reproduced. Air in line alarms were confirmed through a review of the event history log. Evaluation found that the ultrasonic flex pins on the upstream sensor were cracked, which can cause intermittent failure of the upstream sensor. The upstream sensor was replaced to correct the condition.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message. It was also reported there was no patient involvement.